Event description:
Device 3 of 6. Reference MFR report #1627487-2013-12308, 12309, 12311, 12312 and 12313. It was reported, the patient was scheduled for pns lead revision (off-label use). During the pre-op assessment the patient had a fever, nausea and chills. The physician suspected infection and explanted the entire system. Note the patient received four leads from three different lot numbers. The patient also received two extensions from two different lot numbers. All devices are being reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the let met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.